Event description:
The customer stated the device failed the self test and gives the preamp reference failure error. No patient involvement.

Manufacturer narrative:
The device performs to specifications. Conclusions: the device will be returned to the customer upon completion of release testing. Evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The complaint could not be duplicated but the device log indicates that the error code occurred. The device was tested extensively by factory service and engineering to eliminate the possibility of an intermittent failure. No failure or malfunction of the device is identified. As a preventative action, the main circuit board will be replaced.